Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no damages were observed. The reported complaint was confirmed. The platform was evaluated with a test lifeband and it was confirmed that it would not stay securely attached to the platform. Further inspection determined the cause to be incorrect width of the die cast channel assembly. The platform was run with a test mannequin for 7 minutes with no issues noted while compressions were being performed. A review of the archive was performed and no issues were noted on the reported event date. Based on the investigation, the part(s) identified for replacement was the die cast channel assembly. In summary, the reported complaint was confirmed during functional inspection and was found to be due to incorrect width of the die cast channel assembly.

Event description:
Complainant alleged that during a shift check it was observed that lifebands® would not stay attached to the autopulse platform. Inspection of the lifebands® found no faults. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Note: after replacement of the die cast channel assembly, the platform was put through final testing, at which time a user advisory 27 (encoder fault, > 3000 rpm) was displayed. Further inspection identified that the integrated encoder gearbox was not functioning properly causing this ua 27 to occur. Based on the investigation, the part(s) identified for replacement were the die cast channel assembly and the integrated encoder gear box (identified during final testing). In summary, the reported complaint was confirmed during functional inspection and was found to be due to incorrect width of the die cast channel assembly. After replacement of the die cast channel assembly, the reported complaint was remedied. During final testing, a user advisory 27 (encoder fault, > 3000 rpm) was displayed. Further inspection identified that the integrated encoder gearbox was not functioning properly causing the ua 27 to occur. Following replacement of the encoder gearbox, the device passed all testing criteria.